Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was inoperable when powered on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was inoperable when powered on. It was reported that the power management board was swapped with a known good part, and the issue was resolved. The customer was provided with the part number for a replacement power management board. The investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The engineer provided their analysis findings, and provided the customer with guidance to resolve the issue; however, the final disposition of the device could not be confirmed, as the customer did not respond to multiple requests for additional information. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.